Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional.

Event description:
The device was used for the distal anastomosis, temporary ileostomy that was a planned part of the procedure was performed due to the patient has cancer history. Switched to a another stapler to complete the procedure. Minimal blood loss during the total procedure was confirmed by the risk manager.